Event description:
The pt received her scs system on (B)(6) 2005. It was reported that the pt has had her ipg off for approx (B)(6). It was reported that now the pt programmer was unable to communicate with the ipg. The physician plans to schedule the pt for an ipg explant and replacement; however, the procedure date is currently undetermined. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.